Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they did troubleshooting and they were able to correct the issue with calibrations. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the fio2 (fraction of inspired oxygen) is showing greater than 3% on the avea ventilator. At this time, there is no information regarding patient involvement associated with the reported event.